Manufacturer narrative:
(B)(4). The customer reported ECG failures. Extended self test failures and error code 20004 displayed. Error code 20004 is accompanied by the message/instruction to cycler power and operation is halted. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported ECG failures. Extended self test failures and error code 20004 displayed. Error code 20004 is accompanied by the message/instruction to cycler power and operation is halted. There was no report of pt involvement or adverse pt impact.